Event description:
During generator replacement surgery for end of service, device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance reading was obtained when the new generator was connected to the original lead. Lead break is suspected. Surgeon implanted the new generator with plans to replace the lead at a later date because replacement lead was not available and the patient had not been consulted about replacement of the lead as well as the generator. There was no indication of a lead problem prior to the surgery. It is not known at this time whether the lead was damaged during the generator explant procedure or whether a lead problem was in existence prior to the surgery.